Manufacturer narrative:
(B)(4). Date sent: 11/20/2024. D4: batch # unk. Investigation summary- the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was received with no damage to the external components. In addition, no packaging was returned. Additionally, photos were provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the red protection cap was dislodged or moved, causing the device to pierce the sterile pack. This renders the device unsterile and not suitable to be used for a procedure. No patient consequences.